Event description:
During perfusion, the device entered low reservoir mode and perfusate accumulated in the liver bowl. Troubleshooting and volume replacement did not resolve the issue, and the liver was ultimately cold-flushed and discarded. No device leak was identified.

Manufacturer narrative:
The device was evaluated on site; no anomalies were found. Recirculation pump function tested normally, and the ascites pump was cleaned. The device passed all functional testing.

Manufacturer narrative:
Device data and images were reviewed. Perfusate accumulation in the liver bowl was confirmed, consistent with a leak at the cannula-liver interface. The ascites pump operated as designed but was unable to compensate for the volume loss. Root cause could not be determined conclusively.